Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician could not pushed the stylet in the right ventricular (rv) lead. A second rv lead was attempted, and the same issue occurred. The rv leads were not used, and a different rv lead was implanted. No patient complications have been reported as a result of this event.